Manufacturer narrative:
Product event summary : the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the depleted battery. When powered by an external supply, the system current drain was high. Thermal analysis identified the l310 integrated circuit as the suspect component. After taking a resistance measurement across the hybrid antenna pins, which is connected to the l310, the high current drain was cleared and could not be reestablished. Visual inspection and electrical analysis of the l310 I integrated circuit did not reveal any anomalies. Battery analysis revealed that based on the destructive analysis, no evidence of an internal short was found to account for the premature battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had an electrical reset and an audible alert was triggered. The parameters remained as programmed, however performance data was reviewed which revealed the reset was related to a battery supply voltage issue and later it was reported that there was premature battery depletion. The device was explanted and replaced. At the time of the reset, the patient experienced dizziness. No further patient complications have been reported as a result of this event.